Event description:
Massive right pleural effusion [pleural effusion] lung metastases (micronodules) [metastases to lung] progress of the hepatic and ganglionic disease [disease progression] case description: initial information received on 02-oct-2015: this medical device report was received from a healthcare professional via a company representative and concerned a (B)(6) male patient. Patient's medical history included sigmoid neoplasia with hepatic colorectal cancer (crc) metastasis (mostly on the dome region) and left hepatectomy. On (B)(6) 2015, the patient underwent radioembolization with therasphere. A dose of 100 gy was given as the patient had left hepatectomy. The patient had a good liver function. The lung shunt was normal and there was no mention of a lung pathology. One month after the treatment, the patient had a massive right pleural effusion (more than one liter of liquid drained). On (B)(6) 2015, a thoraco-abdomino-pelvic CT scan was performed (complete results of the exam provided in the relevant tests section). No other problems were noticed, lesions were stable and there was no hepatic decompensation. At the time of reporting, the event was not resolved. The reporter did not provide any seriousness criteria or causality assessment. Updated on 12-oct-2015: reporter's details were provided and added in the reporter's details section. The reporter was confirmed to be a physician. Combined additional information received on 03-dec-2015 and 04-dec-2015 the physician provided more details on the therasphere product used (batch number: (B)(4)) and additional details on the patient's medical history, including allergic asthma, benign prostatic hyperplasia and pulmonary embolism in 2011 (treated with avastin). In 2006, the patient was diagnosed with colon cancer, initially treated by resection left colectomy and successively by chemotherapy with folfox for 6 months. At an unspecified date, 3 years after, recurrence occurred with onset of liver metastasis treated by surgical resection followed by folfiri avastin. In 2011, the patient underwent a new liver resection with radiofrequency followed by treatment with oxaliplatin and no better described anti-egfr. In 2012, the patient underwent another surgery on liver metastasis coupled with radiofrequency and followed by oxaliplatin and 5 lv fu2 (leucovorin + 5-fluorouracil) intra-liver treatment. Concomitant medication include permixon and pantoprazole (dosages and indication not reported). The physician assessed the event massive right pleural effusion as related to therasphere treatment on the basis of the scan performed one month after radioembolization ((B)(6) 2015) and on the absence of malignant cells on liquid drained. The physician also reported that on (B)(6) 2015 the patient was presenting an alteration of the general condition and dyspnea with absence of pleural effusion. This information was invalidated by the reporter himself ("as probably false") on the light of a new scan performed on (B)(6) 2015, which revealed a decrease of the pleural effusion but the appearance of lung metastases (micronodules) considered as the progression of the hepatic and ganglionic disease. Case comment: pleural effusion, metastases to lung and disease progression are considered unlisted according to therasphere current instruction for use. The reporter considered the event pleural effusion as related to therasphere. The company also considers the event pleural effusion as related to therasphere, as its role cannot be excluded. However, while ts cannot be ruled out as contributory, the progression of the underlying malignant disease is also a potential explanation. The company considers the case serious (medically significant). This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis. Final assessment on 03-dec-2015: this patient with known colon cancer metastatic to the liver had previously undergone several therapies for this condition including surgery, chemotherapy and radiofrequency ablation. One month following treatment with therasphere y90 radioembolization the patient developed a right-sided large pleural effusion. The effusion was negative for malignant cells, but subsequently the patient was diagnosed with lung metastases. The most likely explanation for the pleural effusion is that it was a reactive effusion because of the presence of cancer in the lung (i.e. Progression of the underlying disease). However, because of the timing of events, it cannot be definitively excluded that radioembolization played a role in the development of the pleural effusion and the event is therefore considered medically reportable. No device failure has been identified as a result of this adverse event. No further follow up information is expected and it has been assessed that no corrective action is necessary at this time and the report is considered final.

Event description:
Massive right pleural effusion [pleural effusion]. Case description: initial information received on (B)(4) 2015: this medical device report was received from a healthcare professional via a company representative and concerned a (B)(6)-year-old male patient. Patient's medical history included sigmoid neoplasia with hepatic colorectal cancer (crc) metastasis (mostly on the dome region) and left hepatectomy. On (B)(6) 2015, the patient underwent radioembolization with therasphere. A dose of 100 gy was given as the patient had left hepatectomy. The patient had a good liver function. The lung shunt was normal and there was no mention of a lung pathology. One month after the treatment, the patient had a massive right pleural effusion (more than one liter of liquid drained). On (B)(6) 2015, a thoraco-abdomino-pelvic CT scan was performed (complete results of the exam provided in the relevant tests section). No other problems were noticed, lesions were stable and there was no hepatic decompensation. At the time of reporting, the event was not resolved. The reporter did not provide any seriousness criteria or causality assessment. Updated on (B)(4) 2015: reporter's details were provided and added in the reporter's details section. The reporter was confirmed to be a physician. Case comment: pleural effusion is considered unlisted according to therasphere current instruction for use. The company considers the event pleural effusion possibly related to therasphere, as its role cannot be excluded. However, while ts cannot be ruled out as contributory, malignant effusion due to progression of underlying malignant disease is also a potential explanation. The company considers the case serious (medically significant). This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.